Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose and that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 290 mg/dl at the time of the no delivery and rose to over 600 mg/dl. The caller stated that the insulin pump required battery changes every day, and every time they tried to deliver insulin, the insulin pump would alarm no delivery. The caller stated that the customer was not receiving insulin, which led to the high blood glucose. The customer was advised to clear the alarm, disconnect from the device, disconnect and reconnect the tubing and reservoir, replace the plunger, and manually push the plunger. The caller stated that the reservoir spun in place and could be pulled out. She advised that the customer treated the high blood glucose with a manual injection. The call was disconnected during troubleshooting and the troubleshoot procedure could not be completed as a result.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.